Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that blood was noted in sheath. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus was selected for treatment. Upon introduction, on dynaglide mode, the device was inserted into the guide catheter and advanced to the proximal part of the target lesion. Ablation was about to start when blood was noted inside the drive shaft sheath. The device was removed from the patient's body and the procedure was completed with another of the same 1.50mm rotalink plus. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were together. The advancer knob was received loosened in a mid-way position. Microscopic and visual examination revealed that there was blood inside the advancer and in the sheath towards the advancer unit. There was no damage to the sheath. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. When the drip line was turned on, there was no leaks or irregularities noticed. The foot pedal was pressed and the device was not able to get any speed and the console stall light came on. The advancer was dismantled and the turbine was found to corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that blood was noted in sheath. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus was selected for treatment. Upon introduction, on dynaglide mode, the device was inserted into the guide catheter and advanced to the proximal part of the target lesion. Ablation was about to start when blood was noted inside the drive shaft sheath. The device was removed from the patient's body and the procedure was completed with another of the same 1.50mm rotalink¿ plus. No patient complications were reported and the patient's status is good.